Event description:
Plum y-type was set up on hospira plum a+3. When the nurse returned the nurse noticed the tubing near the cassette was clipped. Blood leaked from the tubing. Equipment has been returned to rental company. I have been informed the same issue had occurred before. No pt harmed. Pt was not specified.